Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, post procedure, it was noted that something sharp was sticking out where the pull wire attaches to the jaw. Scope testing revealed that the inside of the scope was torn. The procedure was completed with the same radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).